Event description:
Caller states that the inform meter has a blackened connector pin, and melted plastic around the connector pin. In addition, the meter causes bases to flash. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.